Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy while being hospitalized for an unreported event. It was not reported if the peritonitis event prolonged the hospitalization. The patient treatment was not reported. A day after the onset of peritonitis, the patient was discharged from the hospital. Six days later, the patient experienced peritonitis again and was hospitalized the same day. The patient was treated with vancomycin and cefepime (doses, routes and frequencies not reported). According to the nurse and the doctor, peritonitis was thought to be caused by diverticulitis which was diagnosed on an unreported date and was ongoing. The patient was hospitalized for two days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13c07061, h13b07048 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).